Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was dark substance on one of the lines of the homechoice cassette. The patient did not use the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.